Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not able to establish a telemetry session with the remote monitor during a manual transmission. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.